Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a tmc feeding issue. The tube involved was the covidien kangaroo 20 in 5fr feeding tube. This is a polyurethane feeding tube, not pvc or silicone. One of the nicu educators from tmc reported that they had a tube break recently. She said it was hanging together by a thread and, fortunately it did not fully separate.

Manufacturer narrative:
There were no physical samples received for investigation. However, a representative photo was provided. The photo was reviewed but it was not possible to confirm the reported condition through the photo alone. The physical sample is required to evaluate the reported condition and determine the root cause. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.